Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace and missing segments partial display due to zebra connector cracked. No button error alarm. The insulin pump currents are within specification and no unexpected off no power or blank display. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and peeling keypad overlay.

Event description:
The customer reported a button error and an aa21 alarm on the insulin pump. The customer reported no significant events leading up to the alarms. There was also a blank screen on the device. The customer's blood glucose value was 143 mg/dl. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. No further information was provided.